Event description:
Customer reported she was hospitalized and needed assistance with new infusion set and wasn't sure if the device was malfunctioning. Customer's blood glucose was over 600 mg/dl. Customer's symptoms were sick, couldn't eat, and only drank water. Customer was treated with manual injections at the hospital. Customer was experiencing high blood glucose and she was eating. Paramedics were called and customer was taken to the hospital. The drive support cap was normal. Customer was assisted to prime. Manual prime was performed and no leaks were noted. Settings were correct. Customer was unable to perform high pressure test due to customer did not have another infusion set. Customer was advised the device was working as designed. Customer was called back on (B)(6) 2015 and stated she was in rehab and moving around and blood glucose was controlled. Current blood glucose was 52 mg/d, low due to physical therapy and she got it up. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.